Event description:
It was reported that during new patient implant surgery the generator was initially interrogated at 75-100%. The generator was brought into the sterile field and reinterrogated to be found to be at neos=yes. It was noted that electrocautery was used during the surgery. The suspect generator was not implanted. The suspect generator has been returned and product analysis is being performed. No additional relevant information has been received to date.

Event description:
Generator analysis was performed. Wandcomm data indicated the lowest battery voltage 1.91v on (B)(6) 2020, day of attempted implant. The pulse generator was reportedly exposed to an electro-cautery tool during device implant. Status command data indicated that the reboot counter was set to 2 and reboot time stamp was (B)(6) 2020 and reboot reason was bor (brown out reset). This would indicate that the generator was likely in a high current state, asic latch-up condition. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The current battery voltage was observed as 3.51 as the battery had likely rebounded after the asic latch-up condition. The premature battery depletion was confirmed to be due to asic latch-up as reboot reason bor was observed. The generator was likely hit with a strong electrical current, electrocautery or electrostatic discharge. No additional relevant information has been received to date.